Manufacturer narrative:
Additional information: added result and conclusion codes.

Manufacturer narrative:
RMA issued. Replacement device shipped to site 08/30/2013. Medtronic investigation of returned suspect camera finds that as reported, the amber fault light was illuminated on power up. The event log indicated a hardware fault. The sensor voltage was measuring higher than normal. This issue was able to be duplicated. Electrical failure, sensor voltage high, directly caused the event. Medtronic representative, following-up at the site, replaced the camera and installed ndi firmware upgrade. Camera functioning properly, issue resolved.

Event description:
A medtronic representative reported that, while navigating in a spine procedure, the navigation system camera gave a "localizer not connected" error message. Camera icon displayed a red x and no lights lit on the camera. In trouble-shooting the application was re-started and the scu was power-cycled. The amber light remained lit on the psu. Ultrasound was used as a confirmation. The surgeon completed the procedure without the use of the navigation system. The surgeon completed the procedure without any patient impact.